Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was listed for transplant and will not undergo a vad exchange.

Manufacturer narrative:
A supplemental correction is being submitted. B6. Is being updated to include further patient lab values. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported high power event was confirmed via review of the available log files and autologs report, which revealed an increase in power consumption and estimated flow starting on (B)(6) 2021, leading to parameters above normal operating range. A return to baseline parameters was logged on (B)(6) 2021, followed by a second increase in power and flow to parameters above normal operating range on (B)(6) 2021. Six (6) high watt alarms were logged since on (B)(6) 2021. Information received from the site indicated that, in addition to the high power, the patient experienced an ischemic cerebrovascular accident (icva) suspected to be due to a ventricular assist device (vad) thrombus. Of note, it was reported that the patient had complaints of a headache and slurred speech before being admitted and had a subtherapeutic international normalized ratio (inr) and an elevated lactate dehydrogenase (ldh) level when admitted; a head computerized tomography (CT) scan revealed a small acute infarct in the medial right thalamus and the patient was treated with anticoagulants. Additional information received indicated that the patient experienced dark brown urine and further elevated ldh level and pump power consumption, after which the vad was exchanged. Failure analysis of the returned pump revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Post-explant functional analysis revealed that the pump (B)(6) deviated from pre-implant requirements, with power average consumption of 2.04 watts vs. 2.03 watts. Given that this deviation in power was not present prior to release of the device, it was most likely introduced during use. Dimensional verification revealed that the front housing disc curvature was found to be deviating from specifications. Given that the pump met specifications prior to release, this deviation was likely a result of the clinical challenge to the pump and not the initial source of the reported event. Internal pathological report revealed evidence of thromb us within the device. As a result, the reported device thrombus event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus and icva are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the patient had dark brown urine for a couple days, further elevated lactate dehydrogenase (ldh), and more high watt alarms. The ventricular assist device (vad) was exchanged.

Manufacturer narrative:
A supplemental report is being submitted due to additional information received in regards to further patient complications and interventions. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for a suspected ventricular assist device (vad) thrombus on the impeller that had embolized and led to an ischemic cerebrovascular accident (cva). The patient had complaints of a headache and slurred speech before being admitted. They were seen to be compliant with their subtherapeutic anticoagulation therapy, however had a subtherapeutic international normalized ratio (inr) and an elevated lactate dehydrogenase (ldh). A transthoracic echocardiogram (tte), head and chest computerized tomography (CT) scan, and a thromboelastographic (teg) were performed. The chest CT without contrast revealed nothing remarkable, however, the head CT revealed a small acute infarct in the medial right thalamus. It was also noted that the ventricular assist device (vad) exhibited above normal power consumption and multiple high watt alarms. The lavare cycle was disabled and intravenous (IV) anticoagulants were administered. A repeat head CT was scheduled, and a possible vad exchange or transplant was being considered. The vad remains in use. No further patient complications have been reported as a result of this event.